Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged, exhibited no sensing and no pacing. The lead was capped and replaced with the replacement lead placed on the right side due to occlusion. No further patient complications have been reported as a result of this event.